Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected alarms were noted. The insulin pump passed functional testing. The insulin pump had minor scratched display window, cracked case at display window corners and broken reservoir tube lip.

Event description:
It was reported that the customer's insulin pump display was alarming low battery. Customer's blood glucose level was 95 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.